Event description:
Clear care's packaging does not state on the front that it is different from usual contact lens solution. I rinsed my contact with it when the contact popped out on vacation in a third world country. Not seeing any big danger signs on the bottle, I put the contact back in and got a chemical burn in the eye. Of course I rinsed out the eye for a while and still have some burning and fear of vision loss due to this acid burn. Thankfully it wasn't an alkali burn at least. These manufacturers have not yet been sued? They need a big warning sign on their bottles, not just a small statement on the back stating "never use it directly on the eye." If I had the time and energy for it, I would sue them. Alas, I'll wait and see whether or not I have vision changes from this. Outcome: temporary harm/injury. The permanency is yet to be determined as the burn happened today. Fear of losing vision. (B)(6).